Event description:
It was reported that the ilet user experienced hypoglycemia with a blood glucose of 43 mg/dl after repeatedly using meal announcements for snacks, which led to over-announcing and subsequent ilet maladaptation with glycemic variability. The event was treated with oral glucose. Symptoms included hypoglycemia, malaise, sweating, and shakiness. Outcomes included unexpected medical intervention in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no findings available regarding a device malfunction, and the medical device problem and device component could not be specified due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.